Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damage wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damage wire occurred. The sensor was inserted on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.